Manufacturer narrative:
The device was not returned to manufacturer. However, the olympus field service engineer (fse) and endoscopy support specialist (ess) were at the user facility for troubleshooting. In the subsequent investigation, it was determined that the scope image was black with multiple blue and pink dots swirling around the screen. This usually indicates a scope camera issue (water invasion). The ess was working with the customer to identify steps in the cleaning process where this could occur. According to the facts found out from the investigation. Fse inspected the socket contacts and did not find any corrosion or bent-discolored contacts. Tested the cv processor to clv light source cabling and confirmed it was properly connected and tight. No image issues when cabling was wiggled. The fse confirmed that there were no issues with the processor or light source. The ess determined the cause of b30 error was a defective mb-155 leak test cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 scope communication error when connected to multiple scopes. The issue was found during preparation for use at the beginning of colonoscopy procedure. Though the procedure was delayed for approximately two minutes, the procedure was completed with a similar device with no impact to the outcome. There were no reports of user/patient harm or injury. This complaint is related to patient identifier: (B)(6) (model number: cv-190 s/n: (B)(6)).